Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the cycler displayed fluid circuit test failure alarm. Fluid was noted under the cycler. Treatment was terminated without rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to discontinuing treatment without performing rinseback. The operator noted fluid under the cycler suggesting the cycler alarmed appropriately. The cartridge was discarded prior to contacting nxstage, therefore, the exact cause of the leak cannot be determined. All cartridges are 100% leak tested during the manufacturing process. The user's guide states to check for fluid leaks and to terminate treatment and rinseback the blood if a leak is noted. Facility staff has been notified and provided additional training regarding troubleshooting alarms and performing rinseback. Nxstage medical considers this report closed. No additional information will be provided..